Event description:
It was reported that the procedure was to treat critical restenosis of previously placed non-abbott stents. Gradual dilatation was performed with two different balloon catheters, after which a 3.5x18 mm xience prime was deployed in the trunk to the circumflex for treatment. The 3.5x15 mm nc trek balloon catheter was being used for post-dilatation of the stent at 18 to 23 atmospheres. During inflation to higher pressure the balloon lost its structure and appeared to be larger in shape at the proximal end than at the distal end. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use in the warnings section started that the balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over pressurization. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(4) - above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.